Event description:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit.

Manufacturer narrative:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit. Visual inspection of the unit revealed a broken terminal at the thermostat, which had briefly sparked, discoloring the fabric foundation of the unit. Several other components were also bent and broken, indicating misuse of the product, which may have also damaged the terminal. We determine that misuse on the part of the consumer was the cause of this event.